Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sutures of the epicardial right ventricular (rv) lead loosened during an episode of patient agitation resulting in lead dislodgement. The lead exhibited intermittent loss of capture. The lead was repositioned and resutured during a second surgical procedure. It was also reported that the wrong lead serial number was registered to the patient and will be corrected. No patient complications have been reported as a result of this event.